Event description:
The procedure was coil embolization of right middle cerebral artery that was not calcified and mildly tortuous. During the procedure with the first orbit galaxy complex xtrasoft coil 3.5 x 7.5 ((B)(4)) was placed in the aneurysm through an excelsior sl10 (mc) microcatheter, but there was an unusual feeling. The issue was not that the coil was too big for the aneurysm, but there was positioning difficulty-poor conformability, and there was resistance during coiling but unknown if the resistance was against the microcatheter or against something else. Therefore, the galaxy was safely removed from the patient and was replaced for a new one (details unknown) and the procedure was continued using the same excelsior sl10. Afterwards, several coils were successfully placed using the same microcatheter and the procedure was completed without any further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. Unknown if the microcatheter was re-shaped or not. There were no damages noted on the complaint product after the event. Other products used during the procedure consisted of synchro (stryker), envoy (6f, catalogue and lot unknown), and copilot (abbott vascular). Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, stretched, unraveled, etc), delivery system/introducer (kink, bend, fracture, separated, etc). The procedure was completed with several coils that were successfully placed using the same microcatheter and the procedure was completed without any further issues. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The procedure was coil embolization of right middle cerebral artery that was not calcified and mildly tortuous. During the procedure with the first orbit galaxy complex xtrasoft coil 3.5 x 7.5 (640cx3575/15531320) was placed in the aneurysm through an excelsior sl10 (mc) microcatheter, but there was "an unusual feeling." There was a kind of resistance while coiling the 1st loop of the galaxy and it did not fit properly into the aneurysm. Therefore, the galaxy was safely removed from the patient and was replaced for a new one (details unknown) and the procedure was continued using the same excelsior sl10. The issue was not that the coil was too big for the aneurysm, but there was positioning difficulty and there was resistance during coiling but unknown if the resistance was against the microcatheter or against something else. Afterwards, several coils were successfully placed using the same microcatheter and the procedure was completed without any further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. Unknown if the microcatheter was re-shaped or not. There were no damages noted on the complaint product after the event. Other products used during the procedure consisted of synchro (stryker), envoy (6f, catalogue and lot unknown), and copilot (abbott vascular). Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, stretched, unraveled, etc), delivery system/introducer (kink, bend, fracture, separated, etc). No additional information is available. A non-sterile 3.5 x 7.5 orbit galaxy complex xtrasoft coil was received coiled inside a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer and no damages were noted on them. The gripper and embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the nature of the issue, the difficulty encountered during position of the coil could not be evaluated; however, there were no damages or discrepancy with the returned coil. The cause of the kinks found on the device could not be conclusively determined; however, based on the information it is likely related to post procedural handling/packaging/return. Based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that vessel/aneurysm characteristics contributed to the event; however, no definitive root cause conclusion can be made. Additionally inspections are in place to ensure devices are within specification prior to leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.